Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Correction: method codes 3331 and 4109 were removed.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a free perforation in the left anterior descending coronary (lad) artery. The 2.8x19 mm graftmaster covered stent was implanted but the perforation was not sealed for an unknown reason. The patient continued to show evidence of tamponade, and cardiac arrest occurred. CPR and pericardiocentesis were attempted before the patient was sent for emergent coronary artery bypass graft (CABG) and repair of the ventricular puncture. The patient was discharged 6 days after the procedure. No additional information was provided.